Event description:
During a third molar removal the handpiece vibrated, was noisy and heated up all of a sudden. No injury to pt or staff. Minimal delay in the procedure to obtain another handpiece. Facility did not want to provide pt info.